Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected start. Customer's blood glucose was unknown mg/dl. The alarm occur during normal pump use. The customer stated a temp basal was not programmed before the alarm. The customer stated that the device was not store or not in used for an extended period of time. The customer stated the alarm didn't occur after inserting a new battery. The customer was advised that the device would be replaced. The customer was advised that they may continue to wear the pump until replacement arrives. The customer reported via phone call indicating that the insulin pump had spanish software anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the pump is not in spanish language. The customer stated that the alarm occur during normal use. The customer was advised that this is a normal behavior.

Manufacturer narrative:
No unexpected alarm noted during testing. However, the pump had multiple alarms in the alarm history due to a corrupted history file. The pump passed the error test and self test. The pump also had minor scratches on the lcd window, broken battery tube threads, a broken reservoir tube lip and a missing o-ring.